Event description:
Consumer called to report very erratic readings with her meter. Doesn't trust the results. Analysis run on consensus error grid using mean reading (325) as ref. Point vs. Bd readings (509, 140) yeilded data points in the c zone of the grid, outside of acceptable limits.